Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) za9003 into the patient's operative eye, the lens had a bent haptic. No medical intervention was required. A replacement lens of the same model and diopter was used. Additional information received stated that there was no patient injury and the patient was doing fine post-op. The complaint iol was discarded by the customer. No additional information was provided.

Manufacturer narrative:
The device was initially reported as discarded in the initial MDR, however it was later received and evaluated. Therefore, the following fields have been updated accordingly; device available for evaluation: yes. Returned to manufacturer on: 11/21/2018. Device returned to manufacturer: yes. Device evaluation: visual inspection using magnification was performed on the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens. One part of the lens edge was observed bend. Both haptics was also observed distorted. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.